Event description:
Ous MDR - after an implantation period of 4 months oversensing resulting in an inappropriate shock was reported. The lead and the device were returned for analysis. Apart from the shock no adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was interrogated revealing the battery status mos1, 193 charging cycles were recorded. Subsequently, the memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular channel leading to multiple charging cycles that resulted in one shock delivery on (B)(6) 2016 confirming the clinical observation. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction.